Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a multiple pump error alarms and there was a crack on the insulin pump casing. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump was being replaced and was returned for analysis.

Manufacturer narrative:
Findings: pump not received in stuck manufacturing mode unable to perform the displacement test and occlusion test due to missing retainer. Sleep current measurement and active current measurement within specifications. Low battery alarm and pump error confirmed in the history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5volts for 4 consecutive hours due to connector resistance after disconnecting and reconnecting the internal battery connector on pump was monitored and functioned properly. Unit received with missing reservoir tube o-ring, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, missing serial number label, cracked keypad overlay at select button and scratched case.